Event description:
The customer reported that insulin squirted out during the manual prime. She also stated that the insulin pump did not alarm. Troubleshooting was performed. Blood glucose level was 336 mg/dl. She treated with manual injection. The customer reported that the drive support cap was protruded. She was advised to discontinue using the device and to follow backup plan. No further information to report.

Manufacturer narrative:
The insulin pump passed displacement test, excessive no delivery, rewind, basic occlusion and prime tests. Loose/tilted drive support disk noted. Insulin pump alarmed properly during testing. Cracked case at display window corners. Minor scratched lcd window and broken belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.